Manufacturer narrative:
The reported event of a loose connector was confirmed on the returned controller. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis revealed that the device failed visual inspection due to power port 2, which was loose from the controller and had 3 pin disconnections. Additionally, power port 1 was loose from the controller housing and its o-ring gasket was displaced. The controller's serial port protective cap was missing as well. The missing serial port protective cap is an observation not related to the reported event and is likely due to the handling of the device. The controller failed functional testing as it failed to power a test bed motor fixture and failed to sound any alarms. Internal visual inspection revealed that the locknut from power port 2 had come loose inside the controller housing and caused a short between the controller board and power board. It was observed that a mosfet driver within the circuit that powers the pump was damaged. Additionally, an integrated audio chip and a diode within the same circuit was damaged, disrupting the ability of the controller to sound any alarms. Replacing several damaged semiconductors returned the controller to normal operation. The shorts caused by the loose connector nut may have been caused after the controller was exchanged by the patient. However, internal investigations have been opened by the supplier to evaluate the controller loose connector and power ports with disconnected wires. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the perfusionist that the patient came to the emergency department (ed) on (B)(6) with a broken back-up controller.  It was noted that power port #2 on controller was completely separated from the controller housing.  The patient had been on this controller at home but had performed a controller exchange successfully with minimal pump off time.  He denied any alarms or pump off time related to the loose connector. It was stated that there were no effect on patient. No additional information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.